Event description:
A physician reported that during an intraocular lens (iol) implant procedure, when the lens was in the eye, noticed that the axis marks on the iol were about 30 degrees counterclockwise from the haptic base. Physician made the assumption that the toric axis marks were correctly placed on the optic and positioned the lens with the iol axis marks at 144 degrees, leaving the haptics at axis 110 degrees. Physician informed patient that this was an unusual situation that not encountered before and physician made the judgement that the axis marks were likely correctly positioned on the iol, but that there was a chance that the axis marks are incorrect in which case patient may need a lens rotation or possibly an iol exchange. There was no patient harm. Patient had mild corneal edema at day one post operative visit with mild hyperopic astigmatism on autorefraction but this was likely to change with resolution of mild corneal edema. Additional information received stating that one-week post operation patient was very happy. Physician dilated left eye and iol axis marks are at 138 degrees (targeted 144 degrees). They will proceed with cataract surgery on right eye next week, also to use a toric iol to correct 3+ d of astigmatism. Post operative corneal edema resolved which was unrelated to iol.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).